Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia. The patient called in to ask if their ins was on or off. Technical services assisted the patient in checking the status of the ins, and it was found to be off. The patient was able to turn the ins back on. The patient asked why it would have gone off and stated that they did not accidentally turn it off nor did they recently have any programming done by a healthcare provider (hcp). There were no symptoms reported. No complications or further complications were reported.